Event description:
A report was received that the patient was unable to connect the charger to the ipg. The patient underwent a revision procedure making the ipg more superficial. The patient was doing well postoperatively.